Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the lcd went blank with the exception of a blue and white line at the bottom. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage of the unit on 10/05/2017, service found that during recertification of the enteral feeding pump, the lcd went blank with the exception of a blue and white line at the bottom.